Event description:
It was reported that the customer experienced low blood glucose levels and that the insulin pump had something wrong with it. The customer's mother stated that her daughter changed the reservoir and a ton of insulin went into her. She stated that the reservoir was filled to 1.8 units and the insulin was down to the 1 unit line. The customer stated that her blood glucose reading was 60 mg/dl, and she had 400 units of carbohydrates. The caller stated that the insulin pump was at one with a ton of air. She added that the customer had eaten dinner of 30 units of carbohydrates, and the blood glucose reading was 150 mg/dl. The customer's mother stated that insulin squirted onto her when she checked the device. The low blood glucose reading was 43 mg/dl, which was treated with food and glucose tablets. The mother requested replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to verify delivery anomaly, due to multiple alarms in the alarm history screen. Insulin pump alarmed, due to corrupted history file. Insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Insulin pump functioned properly during testing. No delivery anomaly noted. Insulin pump had minor scratches on display window and cracked reservoir tube lip. Insulin pump passed delivery volume test.